Manufacturer narrative:
Device received with minor scratched display window and cracked case display window corner. (B)(4).

Event description:
Customer reported a crack on his insulin pump's screen. The right side of the screen is cracked. The device is still functioning. Customer's blood glucose is 222 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.